Event description:
Additional information received reported the issue was resolved with a new programmer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported poor communication on the patient programmer. A poor communication screen and no telemetry was reported. The patient reported that they had a non-rechargeable device. The use of an antenna did not resolve the reported issue. It was reported that the patient had intermittent stimulation based on posture. The patient wanted to increase stimulation but was unable to connect with the patient programmer. The patient mentioned that they were a cripple/in a wheelchair, had 2 artificial shoulders, and carpel tunnel syndrome in both hands where no device allegation were mentioned. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.